Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. It was noted that the left cylinder frayed, causing fluid loss. The ipp was explanted and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had fluid loss. It was noted that the left cylinder frayed, causing fluid loss. The ipp was explanted and replaced. There were no patient complications.